Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. No unexpected iop test failure error alarm noted during testing. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and battery put limit. The customer's blood glucose reading was 308 mg/dl at the time of incident. Troubleshooting found that the pump alarmed another unexpected alarm and another motor error after a pump rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.